Event description:
It was reported that the right atrial lead was oversensing, the recorded atrial high rate (ahr) episodes showed noise, and noise was seen on the electrogram (egm) during pocket manipulation. A lead revision procedure was undertaken where it was confirmed the terminal pin was correctly in the device header, however upon visual inspection of the lead, the physician noted that the suture sleeve was secured very tightly to the lead and the lead was visibly damaged in that area. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic cut, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.